Event description:
It was reported that the lead had high impedance with no capture or sensing and the lead was suspected to be fractured. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.